Event description:
The hospital reported that after a concomittant ablation and mitral valve procedure, "the patient suffered from mitral pathology and a concomitant atrial fibrillation". The ablation was performed before the mitral valve procedure. Both procedures took place successfully. The pt rested at the intensive care unit normally. When the pt was going to be extubated, physician noted a bleeding in the drainage tubing. They opened the pt and tried to localize the bleeding. They estimated that the bleeding came form to the left atrium next to the pulmonary veins. No autopsy or pathological anatomy was performed. The hospital did not report any device problems. This report is being submitted because a pt death was reported after a procedure in which a guidant device was used.